Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had broken remote manager. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had broken remote manager. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager and hasp had fallen off of refrigerator. A field service engineer remounted remote manager with new adapter plate and hasp, adjusted latch for smooth operation, cleaned molex connector contacts and conductive grease was applied to the microswitch tabs. Fse tested open and closed in diagnostics and ran diagnostics acceptance test and which it passed. Customer recovered failed storage space, did a refill and the door opened and closed smoothly. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.